Manufacturer narrative:
Block b3: exact date unknown, event occurred in few months prior the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7117087. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 21349450. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 2000019543. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: 330435. Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 212738. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all deice components were removed.

Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all deice components were removed.additional information was received that the patients implantable pulse generator (ipg) was not functioning as intended. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in few months prior the date the manufacturer became aware of the event.additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 7117087.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI): (B)(4).model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 21349450.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI): (B)(4).model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 2000019543.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI): (B)(4).model number/catalog number: sc-1160.serial number: (B)(6).batch/lot number: 330435.model/catalog description: spectra wavewriter ipg kit.unique identifier (UDI): (B)(4).model number/catalog number: sc-1416.serial number: (B)(6).batch/lot number: 212738.model/catalog description: wavewriter alpha prime 16 ipg kit.unique identifier (UDI): (B)(4).model number/catalog number: sc-4318.batch/lot number: 30626352.model/catalog description: clik x anchor sterile kit.unique identifier (UDI)#: (B)(4).